Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needles. The device was removed and a second and third proglide were attempted but also resulted in a needle-to-cuff miss. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
It was reported that during a reversed colostomy, the staples did not form properly; were not "b-shaped" on 1/3 distal end cartridge. Was firing on the ileum with a white reload. Another device was used to complete the case. There was no adverse consequence to the patient. Operating room time was extended for a short period of time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(6).

Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly, firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.